Event description:
The customer reported that the device was connected to a patient when the unit analyzed. Prompted "shock advised" and started to charge to deliver a shock. The crew then noticed that the patient and pulse and powered the device off before a shock was delivered to the patient. It was indicated that there was no compromise to patient care and no adverse event as a result of the reported failure.

Manufacturer narrative:
(B) (4): physio-control continues to investigation the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.